Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Initial reporter indicated that, the patient had their vns battery implanted in 2007 and had their system removed related to an infection. The patient was scheduled to have their vns system reimplanted. Good faith attempts are being made for additional information surrounding the infection event.